Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 7.4, lab: 9.3 or 9.4. Pt self tester was unsure whether lab inr result was 9.3 or 9.4.

Manufacturer narrative:
Investigation pending.